Event description:
Physician was performing a CT guided bone biopsy of the spine. Tip of the bone-biopsy-drill became damaged and metal spiraled material was pushed into the tissue and moved into the spinal channel. The metal parts had to be surgically removed. Patient is doing well.

Manufacturer narrative:
Procedure required three separate samples, the first two samples were obtained without issue, on the third sampling, the drill bit broke. At this time, there is evidence suggesting that the drill was not used according to bone biopsy set manual / instructions for use. Investigation continues in order to collect more information.